Event description:
It was reported during an inventory check prior to surgery it was noted the instruments were not working correctly. No patient or procedure involvement. The instrument and issues reported are as follows: torque limiting attachment had come unscrewed and the spring was missing. Aiming arm is worn and hooks into another piece; it is loose. Blade guide sleeve's threads are smashed/deformed, and it is loose. Buttress/compression nut is worn and hooks into another piece; it is loose. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the DHR was reviewed. A review of the device history record revealed no complaint related anomalies.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device by the complaint handling unit revealed there are scratches, nicks, hammering and rub marks on the surface. The engage mechanism is working like intended and the inside thread where the thumb screw is inserted is badly worn out. The laser etching is readable. The manufacturing review was reviewed and material review report (mrr) #47615 was found on p/n 357.366.1 lot #4757981 for 1.) D8 undersize, 2.) L16 undersize, 3.) T1 go gauge does not go, 4.) T2 go gauge does not go, 5.) G5 oversize, 6.) G3 oversize, 7.) G4 oversize, 8.) G2 oversize and 9.) Residue in 10mm hole. All nonconforming parts were reworked, re-inspected 100% and passed except for 2 nonconforming parts for l16 that were scrapped. Relevance of this nonconformance is not able to be determined at this time. Mrr #51105 was found on p/n 357.365.6 lot #4779583 for t1 no go goes. The parts were checked 100% and 7 parts failed. The seven nonconforming parts were scrapped. Relevance of this nonconformance is not able to be determined at this time. Mrr #49335 was found on p/n 357.365.2 lot #4700556 for marks on the sides, nicks and scratches and dull electropolish finish on supplier parts. The quality engineer accepted the parts as conforms because they are racking marks that are enclosed in the assembly. This nonconformance is not relevant to the complaint because the issue is visual. Mrr #48303 was found on p/n es0003.78 lot #4709947 for l1 undersize on supplier parts. The parts were returned to the supplier, reinspected and passed. Relevance of this nonconformance is not able to be determined at this time. Mrr #48631 was found on p/n es0003.91 lot #4720000 for l1 undersize on supplier parts. The op sheet was revised to mcn0001 and the parts re-inspected and passed. This nonconformance is not relevant to the complaint condition because the issue is documentation. Mrr # 45496 was found on p/n es0174 lot #4640114 for no passivation and no material certs received from the supplier. The supplier provided the certs and the pars were accepted. This nonconformance is not relevant to the complaint because the issue is documentation. Mrr #43623 was found on p/n 357.365.2 lot #4572957 for 1.0aql=29pcs only received data for 13pcs and l2 oversize on supplier parts. The parts were returned to the supplier reworked, inspected and passed. This nonconformance is not relevant to the complaint because the issue is on the outside length of the locking side plate component that could not cause the complaint issue with mating parts. Because relevance is not able to be determined for some nonconformances found, this complaint is indeterminate. The device met fully to our specifications at the time of manufacturing. Based on the received information we cannot determine the exact root cause the complaint condition is likely the result of normal wear and tear use over the years. Because of the age, 10 years, it is likely the instruments worked correctly when distributed. No further investigation needed because the damage was clearly caused post manufacturing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the 130 degree aiming arm (357.366 lot 4799867) was received with wear present on the locking slide plate and surrounding area which is consistent with accepting, holding and removal of a blade guide sleeve. Per the technique guide: the 130 degree aiming arm (357.366 lot 4799867) is part of the trochanteric fixation nail system and is used to achieve the proper angle for inserting the helical blade for proximal locking of the nail and a locking bolt/screw for distal locking. It is one of three aiming arms in the system; 125 and 135 degree are also available. After the nail is inserted into the femur, the aiming arm is attached to the insertion handle and a buttress/compression nut (357.371) and blade guide sleeve (357.369) assembly are inserted through the aiming arm. The compression nut is locked into the aiming arm using the slide plate. An assembly drawing and the locking slide plate drawing were reviewed and found to be suitable to determine the intended device design, application and dimensional conformity. The 130 degree aiming arm was found to have met the drawing specifications. The returned components were assembled to complete the insertion construct in an attempt to replicate the complaint condition. The mating components used were: a blade guide sleeve (357.369 lot 4657255) and a buttress/compression nut (357.371 lot 5691245). The blade guide sleeve with compression nut was inserted into the returned aiming arm and the locking mechanism on the aiming arm was able to retain and release the compression nut on each attempt. There was a significant amount of rotational play in the sleeve/nut assembly when locked into the aiming arm. As such, the complaint condition of loose is confirmed. The returned guide sleeve and buttress nut assembly was tested with the aiming arm. The complaint condition of ¿loose¿ was confirmed, as the guide sleeve/buttress nut assembly had excessive rotational play. This play is likely the result of wear and tear over the 10 year life of the product. The complaint condition is not the result of a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.